Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an isolated anomalous signal on all its channels. Technical services (ts) was consulted and there was no impact on therapy delivery. Ts questioned if the patient had an implanted device that could produce the signal. This crt-d remains in service. No adverse patient effects were reported.